Manufacturer narrative:
According to the complainant the device has been discarded and will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle never deployed the cannula into the skin. The pod has been discarded.

Event description:
It was reported that the patient's blood glucose level was "high" (>27.8 mmol/l,>500 mg/dl) while wearing the pod between 5 and 24 hours on their arm. It was reported that the needle never deployed the cannula into the skin. The pod has been discarded.

Manufacturer narrative:
B5 was updated due to blood glucose levels being provided.